Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. Device evaluation: no observation is performed for the complaint as the event is no complaint against the device. Additional observations: white particles, wear abrasion and crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Physician reported left side exchange with no complaint against the device. Later physician reported capsular contracture baker grade IV. Device has been explanted.